Event description:
The customer would like the run data file investigated to determine a possible cause for the elevated white blood cell (wbc) content in the single platelet product. There was not a transfusion recipient or pt involved at the time of the residual wbc testing, therefore no pt info is reasonably known at the time of the event. Donor unit #: (B)(4). The disposable set unavailable for return because the customer discarded it. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Investigation: the run data file (rdf) was analyzed for this event. The device history records were reviewed for this lot. No issues were noted that would have any impact on what the customer experienced. Root cause: a definitive root cause for the observed leukoreduction failure remains undetermined at this time. Signals in the rdf indicate that the elevated rwbc content in the platelet product was likely a result of an escape of wbcs from the lrs chamber at the onset of platelet collection. Based on the available info, it is possible that this leukoreduction failure could be donor related.